Manufacturer narrative:
B3 - date of event - the date of event is unknown for this sample, and 01 jan 2024 has been used as a placeholder. The customer stated the event dates are 29-jul-2024, 30-jul-2024, and 01-aug-2024, but it unclear which event is associated with the reportable device. D4, g4: model number is not sold in the us but similar device is sold under model d1000. This product was used for the product code, and 501k. Investigation summary four (4) used list #d1000, tego¿ connector, were returned for evaluation. The following observation were made: sample #1.- a seal collapsed and torn. Sample #2.- damage seal and a blood clot. Sample #3 - no significant damages and some blood clotting. Sample #4.- no significant damage and a blood clot. The returned sample were flushed, and no flow restriction were observed, additional each of the sample were leak and vacuum tested as per procedure, 3 of the 4 samples met the product specification. Complaint of connectors unable to flush can be confirmed based on samples #1 and #2. The probable cause of the condition is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
A complaint was received regarding a tego¿ connector, which initially had no clear reportable malfunction, that experienced tear found during ICU medical device investigation. This is report 1 of 2 for sample 1. The initial reporter, ms. Patricia de carvalho gonçalves, stated that the set showed venous pressure in the hemodialysis machine, which made it impossible to treat the patient. Set presented obstruction at the start of hemodialysis treatment. The sample is available for evaluation, the event occurred during patient use, and no one was reported harmed as a result of this event. Update: the events occurred on 29-jul-2024, 30-jul-2024, 01-aug-2024, the number of units affected was four and there was no harm to the patient.